Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. The failure investigation has been completed. Based on the analysis, the alleged shutdown issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown. Additionally, it was reported that a malfunction alarm occurred. Customer's blood glucose was 400 mg/dl. Reportedly, customer had an alternate pump for insulin therapy.